Event description:
Related manufacturer report number: 2017865-2022-11718. It was reported that the patient was scheduled for a routine generator change. It was noted during the procedure that the physician was unable to disconnect the atrial lead from the pacemaker header. After multiple attempts he decided to cut the lead. The products were removed. Then patient was stable.

Manufacturer narrative:
The reported event of could not untighten the atrial setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the atrial setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench will just strip the portions of the inset it comes in contact with. When the calcified blood was removed from the inset a wrench could be fully inserted into it and engaged the setscrew inset and untightened the setscrew. The lead could then be removed. The blood came through a hole punched through the septum by the torque wrench at time of implant.